Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment, and the customer was experiencing high blood glucose. The blood glucose reading was 278mg/dl. The caller stated that the whole reservoir was saturated, and it was hard to tell where the leak come from. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2014-81393.